Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check with tandem technical support did not identify any issues with the pump or supplies. Reportedly, customer cleared the alarm and successfully resumed insulin therapy. Customer's blood glucose level was 92 mg/dl.